Event description:
A user facility reported the one-way valve in the tubing of the xlung kit 230 was incorrectly set in the circuit and discovered during priming. There was no patient involvement. The complaint sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the one-way valve in the tubing of the xlung kit 230 was incorrectly set in the circuit and discovered during priming. There was no patient involvement. The complaint sample was received by xenios for product investigation.

Manufacturer narrative:
Additional information: b5 plant investigation: no other complaints have been received concerning this batch number. The complaint sample was received for product investigation on (B)(6) 2025. It was found that the one-way valve was fitted upside down in the line of the priming set by manufacturing. The sample was examined, and the error was confirmed. As this was a production error, the employees completed additional training to avoid future occurrence.

Manufacturer narrative:
Additional information: d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the one-way valve in the tubing of the xlung kit 230 was incorrectly set in the circuit and discovered during priming. There was no patient involvement. The complaint sample was available for product investigation.